Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 6 months. Through follow-up with the health-care provider, it was learned that the device was removed due to prosthetic valve endocarditis. The surgeon also indicated that the reason for removing the valve was not related to a device malfunction. Unfortunately, no additional details were provided.

Manufacturer narrative:
The patient's operative report and discharge summary were originally provided on (B)(6) 2011. Through review of the information, it was learned that the patient had history of (B)(6) of the mitral valve. However, at the time of removal of the subject device, no infection was noted. The patient was diagnosed with severe mitral regurgitation secondary to perivalvular leak; therefore, the patient was referred for redo-mitral valve replacement.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Has been requested; however, it has not been provided at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of device, the reported event cannot be confirmed. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided.